Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the patient developed buried bumper syndrome. Approximately two weeks ago, the peg- j tube was removed and duopa therapy was continued via a naso jejunal tube. The peg-j tube will be reinserted at a later date.